Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated carbon dioxide (co2) results were obtained on an atellica ch 930 analyzer. The customer stated that the reaction washer (rw) probe 1 dispense (r1d) valve malfunctioned. A siemens customer service engineer (cse) was dispatched to the customer site. During this visit, the cse found reagent 1 (r1) water probe dripping constantly while operating and replaced reaction washer (rw) probe 1 dispense (r1d) valve. Further, the cse verified proper aspiration and dispense from rw probe 1 and observed no leaking or drops at the end of probe tip. The service actions performed resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
An atellica ch customer reported that the reaction washer (rw) probe 1 dispense (r1d) valve malfunctioned and leaked into reaction cuvettes. As a result, the customer observed falsely elevated carbon dioxide (co2) results on multiple patient samples. The samples were reprocessed on an alternate instrument. The customer did not provide test results obtained on patient samples to siemens. It is unknown which results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2 results.

Event description:
Falsely elevated concentrated carbon dioxide (co2_c) results were obtained on two patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s). The samples were repeated on an alternate atellica ch 930 analyzer. The repeat results recovered lower than the initial results and were considered correct. The patients were redrawn, and the new samples were either processed on the original analyzer or alternate analyzer. The results obtained on the new samples were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00009 on 19-jan-2024. Additional information (19-jan-2024): the customer provided the test results obtained on affected samples from two patients to siemens. Sections b5, b6, and the medical device problem code in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.